Event description:
Indication: common variable immunodeficiency, unspecified. Pt reported that their pump is not working. No specifics provided. Serial and expiration date not provided. Pharmacy to replace pump. Pt can dispose of old pump. No adverse event(s), missed dose(s] or interruption to therapy reported due to product issue. No further info. Reported to (B)(6) by pt/caregiver.